Event description:
It was alleged that a patient underwent a cardiac catheterization on (B)(6) 2010. The physician, who is a trained user, selected the mynx vascular closure device 6f/7f for closure. The patient was discharged on the same day in "good condition". The aci sales professional stated that the physician indicated that the deployment of the mynx vascular closure device 6f/7f went "fine". There was no mention of any complications. It was alleged by the patient, that the evening after undergoing the catheterization, while at home, he began to feel some discomfort and numbness in his right leg. The next day ((B)(6) 2010), the patient was seen by his primary physician. According to the primary physician, the patient stated that he had right-sided leg pain, numbness and discomfort in his foot. The primary physician noted that the patient's foot seemed cold with diminished dorsal pedal pulses. At that point, the patient went to the hospital for arterial and venous doppler with a surgical consultation for acute cold right foot post catheterization. The patient was admitted to the hospital that day ((B)(6) 2010) due to increased numbness and discomfort along with difficulty in walking with his right leg. The surgeon stated that he treated the patient on (B)(6) 2010 when the patient presented to the emergency room with right leg ischemia. The patient was taken to the operating room where flow was re-established to his right leg. Surgeon recommended aggressive physical therapy. The patient alleges that while he was receiving treatment for the pain, the health care providers at the hospital determined that a part of the mynx vascular closure device 6f/7f had broken off/failed/came apart in the lumen of the artery. This required a surgical extraction which required a one week hospital stay. The patient was seen post-operatively by the deploying physician and the plan was to continue to check the patient's leg every four (4) hours. The patient alleges that he suffered serious and permanent physical injuries and disabilities. It is alleged that the complications were likely caused by the mynx vascular closure device 6f/7f being inserted too deep, resulting in a blockage of blood flow, or that the mynx vascular closure device 6f/7f had been deployed incorrectly or the device malfunctioned.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. Aci concluded based on the physician's record that the device had expired prior to being used in the procedure. The review of the lhr (lot f0927501) indicated that the device lot met all established performance criteria prior to shipment.